Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: the bag broke during removal, causing gallbladder contents to spill. This did not result in tissue damage or patient injury. The age or dob of the patient is unknown and the current patient status is unknown. There was no unanticipated blood loss of 250cc or more. Surgery time was not delayed by more than 30 minutes. To correct this condition, the case was completed and the bag was discarded. Specimen bag split at the seam but stayed attached to device and did not fall into patient. Only the bag contents fell into patient.

Manufacturer narrative:
(B)(4).